Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention (pci) procedure failure to cross the lesion occurred. The target lesion was located in the severely tortuous and severely calcified 1st diagonal in the left anterior descending artery. A taxus liberte (mr) ous - 32 x 3.50mm was advanced, but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination identified stent damage. Stent struts towards the middle of the stent were raised and misaligned. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the lesion was described as severely calcified. The dfu states that the use of this device is contraindicated in " heavily calcified lesions". (B)(4).